Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was confirmed when the image was found to be freezing due to a faulty printed circuit board (pcb). Additionally, the evaluation found the image was abnormal due to a faulty pcb and there were stripes in the image occasionally due to an oxidized video cable socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to the image of the evis exera iii video system center froze automatically and was reddish and yellowish. The issue occurred during a procedure. The customer indicated the procedure was affected by the issues. There was no patient injury or medical intervention associated with this event. The video system was replaced and the image was normal.